Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units. This is the first of two reports. Refer to 8030647-2022-00091 for the second report. The clinician reported that we have an adult catheter that is not working, the button does not create suction when pressed; there was no reported injury. Additional information received on 21feb2022, reported that the suction issue was discovered during use; there was no reported injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 15 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30148733 was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.